Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window. The device was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window.

Event description:
It was reported that insulin pump has physical damage on the display screen. Damage may have occurred when the battery was replaced. Customer's blood glucose reading was 158 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.